Event description:
We have received information about a potential incident and would like to inform you about it. During a therapy an alarm occurred regarding low battery level. The alarm was acknowledged and the device was shut down manually. The customer informed us that the device couldn't be turned on afterwards. No further information were provided. The manufacturer has not received any information about any harm from patients, users or third parties.

Event description:
We have received information about a potential incident and would like to inform you about it. It is reported that the device does not turn on and at the moment we do not have exact information about this potential incident. We are currently working to gather further information about this potential incident.